Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient got no delivery alarms, and the cannula was bent within two or three days of usage. The site location of the infusion set was at thigh buttocks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.